Manufacturer narrative:
The reported event of unable to implant due to unspecified capture issue was not confirmed. As received, a complete lead was returned. Electrical testing and x-ray examination was normal. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had unspecified capture issue and was unable to be implanted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.